Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. The distal electrode of the lead was missing the mcrd (monolithic controlled release device) that contains the steroid. Fidelis proximal ring green in trifurcation. Concomitant medical product(s) : product ID: d284drg ICD, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was returned to the manufacturer after being explanted due to a routine change-out procedure and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.